Event description:
The patient reported that he underwent acdf surgery in (B)(6) 2005 (unspecified date) with plating and fixation at c6-c7. In (B)(6) 2010 (unspecified date), patient had a prodisc-c implant, c4-5 due to complication of neck pain and degenerative disc disease. The original hardware (plating and fixation) was left untouched. Post-operatively, the patient had issues with swallowing, pain, burning of the neck and was treated for a staph infection for three months. Reportedly, x-rays taken on an unspecified date from the va revealed no hardware failure. However, the patient states it looks like a v protruding from his neck. Due to increased pain, headaches, and ringing in his ears, on (B)(6) 2012, the patient underwent corrective surgery which included the implanting of 8 screws and 2 rods from c4-c7. He reported that all original hardware remains implanted. The patient has not had any relief of pain and is actually getting worse. This report is for an unknown prodisc-c implant. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly, patient was implanted with hardware on an unspecified date in (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.